Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off while the patient was sleeping. No further information available.

Manufacturer narrative:
Patient city:(B)(6).